Manufacturer narrative:
An engineering investigation was performed on the returned power supply unit. The investigation confirmed the reported complaint and determined that the power supply unit was not operational due to an isolated component failure. There was no patient harm or injury reported as a result of this incident. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device was not detecting to correct power source. It was also reported that the battery failed to charge properly. There was no patient injury reported as a result of this incident.